Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that up and down buttons were unresponsive. Customer's blood glucose was 49 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.